Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as the date of publication since the date of data collection was not provided. Date of death was not provided. Author information: indiana university school of medicine, indianapolis, in; indiana university health, indianapolis, in. Abdelkader, a. E., guglin, m., & rao, r. (2025). Ventricular assisted device in transposition of great arteries: indications, outcomes, hemodynamic insights. Journal of cardiac failure, 31(1), 316. Https://doi.org/10.1016/j.cardfail.2024.10.342. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems (lvas) and the reported events could not conclusively be established through this evaluation. The serial numbers of the heartmate 3 lvas in use were not provided. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the article "ventricular assisted device in transposition of great arteries: indications, outcomes, hemodynamic insights" that an assessment literature was conducted involving ventricular assist device (vad) use in systemic right ventricle (srv) patients. The study involved 89 patients who underwent vad in srv. 66 males and 14 females were included and 17 patients were implanted with a heartmate 3. 47 received the device as a bridge to transplant and 18 received the device as destination therapy. 31 patients underwent heart transplant and 13 passed away, with the average duration of vad support being 15 months. Implantation of vad resulted in a sustained reduction of pulmonary pressures. There were no discernible outcome differences among different device generations. The mean pulmonary artery pressure decreased significantly from 43+/-16 mmhg to 24+/-9 mmhg after vad implantation (p=0.001). Pulmonary vascular resistance (pvr) decreased significantly from 5wu to 2.5wu after vad implant (p=0.001). The vad resulted in a sustainable reduction in pulmonary and filling pressures.